Event description:
During a remote follow up, noise and increased capture threshold were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.